Manufacturer narrative:
E: (B)(6). Reporter phone: (B)(6). Reporting institution phone: (B)(6).

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a "over-voltage protection (ovp) circuit failed" error code (1127). There was no patient involvement when the issue occurred. No patient or user harm reported. While servicing the device, the se reported that the v60 ventilator displayed an "over-voltage protection (ovp) circuit failed" error code (1127). The se replaced the data acquisition board to resolve the issue. The device was cleaned and tested; the device was then returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.